Event description:
It was reported that during a routine generator change out the atrial lead was capped. The lead was previously programmed off due to sensing difficulties and intermittent capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.